Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys troponin t hs stat assay on a cobas 8000 e 602 module. The sample initially resulted with a troponin t value of 11.45 ng/l and this value was reported outside of the laboratory. The doctor was not convinced the result was correct, so the sample was repeated. The repeat result was 595.8 ng/l, which was confirmed as correct since it was consistent with the previous results of the patient. The troponin t reagent lot number was 41925400. The reagent expiration date was requested, but not provided.